Event description:
It was reported via repair work order that the head end lift was stuck in an elevated position as the lift motor coupler was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.